Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a skin reaction underneath the sensor. The sensor was inserted at the arm on (B)(6) 2016. The reaction was described as red, itchy, and irritated. Affected area was treated with triamcinolone acetonide prescribed on (B)(6) 2016. At the time of contact, patient is doing fine. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. The pediatric patient was using a receiver approved only for adults. Labeling indicates: the dexcom g4 platinum system is not approved for use in children or adolescents, pregnant women or persons on dialysis.